Manufacturer narrative:
The hillrom technician found the lift arm cable harness needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance examine the motors for the presence and tightness of the attachment hardware. Replace as necessary. Fully raise and lower the bed. Make sure there is no friction or abnormal noises and no audible overload indication can be heard during the movement. Make sure the bed not down led lights up on the control pendant and goes out when the bed is in low position. Replace the defective motor(s) in the event of a malfunction. Troubleshoot in the event of a doubt. A search of the hillrom maintenance records showed hillrom performed preventative maintenance on this bed in 2019. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the lift arm cable harness to resolve the issue. Based on this information, no further action is required.

Event description:
Hillrom received a report from a hillrom technician stating the hilow function of the bed was going up and down by itself intermittently. The bed was located in the bed shop at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).